Manufacturer narrative:
Patient information not available at the time of this report. The returned product did not meet specifications. The device had an electrical malfunction that was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved. After part was replaced, the system was fully functional and the system checkout showed no anomalies.

Event description:
A medtronic representative reported that the treon monitor did not have any input to it and there was a clicking noise coming from the computer area in the stealth. Brad said that the site reported that the monitor went black during an o-arm spin while in surgery, the next day when booting up, and the screen does not appear when booting the stealth. The case was completed with no impact to the patient.